Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. On (B)(6) 2026, the customer reported receiving low egv readings (below 70 mg/dl) on the dexcom app. She experienced nausea and vomiting and stated that she had developed diabetic ketoacidosis (dka). Around 4:30 am, she decided to go to the hospital with her fiancé and arrived at approximately 4:35 am. At the hospital, the customer noted that her egv displayed unspecified ¿low¿ without a specific value, while her bg reading was 466 mg/dl. She declined to provide details regarding the treatment administered. At the time of the report, she was still hospitalized and awaiting discharge but mentioned that she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and supplemental MDR, clarification was provided on 01/29/2026. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. On (B)(6) 2026, the patient¿s mother called on behalf of her pregnant daughter to report that the patient had been admitted to the ICU following a reported dexcom malfunction after sensor placement on her arm. According to the mother, the dexcom app repeatedly indicated low egv readings, which prompted concern and contributed to the patient becoming severely ill. The patient was unsure of the exact timing of the events due to feeling unwell and having difficulty recalling details while hospitalized. She reported that on (B)(6) 2026 (approximately 10 days after sensor insertion) the dexcom app continued to indicate low glucose values (initially around 70 mg/dl, then decreasing to 50-40 mg/dl). The patient uses omnipod 5; however, use of modified closed-loop mode was documented as unknown. The patient did not perform a fingerstick at home. She subsequently developed significant nausea, excessive thirst, and persistent vomiting. After being unable to retain fluids for approximately six hours, she and her fiancé went to the hospital at around 4:30 am on (B)(6) 2026. At the hospital, she was still wearing the same sensor. A fingerstick performed there reportedly showed a blood glucose of 446 mg/dl, while her cgm displayed a value of approximately 70 mg/dl. She was diagnosed with diabetic ketoacidosis (dka). When asked about the sensor insertion date, the patient reviewed her data and stated that she had been wearing the sensor from (B)(6) 2025 through (B)(6) 2026. She believed that the cgm readings began trending downward on approximately (B)(6) 2025, though she could not recall the exact values. The patient declined to provide details regarding the specific treatment she received in the ICU. At the time of the report, she remained hospitalized and was awaiting discharge the following day, noting that she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator between (B)(6) 20205 through (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2026, the customer reported receiving low egv readings (below 70 mg/dl) on the dexcom app. She experienced nausea and vomiting and stated that she had developed diabetic ketoacidosis (dka). Around 4:30 am, she decided to go to the hospital with her fiancé and arrived at approximately 4:35 am. At the hospital, the customer noted that her egv displayed unspecified ¿low¿ without a specific value, while her bg reading was 466 mg/dl. She declined to provide details regarding the treatment administered. At the time of the report, she was still hospitalized and awaiting discharge but mentioned that she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.